Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary x-ray review: no malfunction could be confirmed based on the received x-ray. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of report/date received by manufacturer: additional devices deemed reportable. This report is for an unknown matrixorthognathic screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that there was titanium plate exposure on the mandible bsso plate, as the mucosa lining did not heal fully post-operatively. However, patient's bone has healed. The exposure caused the food and debris accumulation and the left side started to develop some infection. Patient underwent hardware removal procedure on (B)(6) 2020. During hardware removal procedure it was noticed that there was granulation tissue and 1-2 screws were loosened. Per surgeon bsso plate is very large and required a lot of exposure and may have impeded reattachment and healing. Two (2) plates and sixteen (16) screws were successfully removed on (B)(6) 2020. It was noted the infection was resolved and the patient recovered well. Unanticipated x-rays were taken on unknown dates due to the event. Original implant date is noted as (B)(6) 2019. Concomitant device reported: trumatch orthognathic kit full bimaxillary (part # sd980.001, lot # me19pirpah, qauntity 1). This is report 5 of 6 for complaint (B)(4). This report is for one (1) unknown matrixorthognathic screw this complaint is linked to (B)(4).